Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from a healthcare provider via a manufacturer representative reported that the patient had a recent fall. She was getting stimulation in the upper legs and hips but not enough in the low back. The doctor did a fluoroscopy picture and the lead appeared to have pulled back half a vertebral body. The patient was referred back to the surgeon for a revision. Reprogramming had been attempted. The issue occurred during use. It was noted that the patient was alive with no injury. No further outcome was available. Follow-up was being conducted to obtain this information; if additional information is received a supplemental report will be sent. The patient's indication for use was noted to be non-malignant pain.

Event description:
Additional information received reported that there was no new information. The patient had a consult with the surgeon for a revision.